Manufacturer narrative:
Patient identifier (B)(6).

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was not on a prior regimen of aspirin or any other antiplatelet medication at the time of index procedure. The subject did not receive any loading doses of antiplatelet medications prior to the procedure. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty (bav). Bradycardia with t wave inversion was noted post bav. The aortic valve was treated with the deployment of a 25 mm lotus edge valve. Successful repositioning of the 25 mm lotus edge valve involved partial re-sheathing of the 25 mm lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. On the same day post index procedure, the subject developed lbbb. One (1) day post index procedure, the subject was discharged on aspirin.